Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs stat ver. 2 assay on a cobas e 411 immunoassay analyzer. The sample initially resulted in a troponin t value of 14.12 pg/ml and this value was reported outside of the laboratory to the physician. The physician questioned the result and requested a repeat. The sample was repeated, resulting in a value of 376.1 pg/ml. The troponin t reagent lot number was 566611, with an expiration date of 31-mar-2023.

Manufacturer narrative:
For the last calibration performed on 15-may-2022, calibrator level 1 signals were higher than expected and calibrator level 2 signals were lower than expected. There were no alarms on the calibration. Quality controls were within range. The field service engineer replaced the sample probe and observed vibration in the sample racks when loading them. The customer was asked to change the rack tray and some of the racks. The investigation could not identify a product problem. The cause of the event could not be determined.